Event description:
It was reported that the user experienced low blood glucose after announcing a meal at a fingerstick-confirmed 51 mg/dL, which prompted the pump to deliver 5.5 units and contributed to continued hypoglycemia to a nadir of 50 mg/dL before the user treated with oral glucose and a meal; education was provided to avoid announcing a meal when below 80 mg/dL. Symptoms included hypoglycemia without reported neuroglycopenic or adrenergic symptoms. Outcomes included recovery to 65 mg/dL by end of call with ongoing self-monitoring and glucose tablet treatment every 15 minutes until over 80 mg/dL, without hospitalization. Investigation included case triage, user interview, blood glucose review, and troubleshooting with user education. Investigation of this case revealed user-initiated meal announcement at low glucose leading to insulin delivery that exacerbated hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.